Manufacturer narrative:
Additional information: correction: initial reporter updated to proper value. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a cranial resection. Additionally, it was reported that there was no delay due to the reported issue and the surgeon opted to continue with the pointer probe and not the microscope. It was later reported that the issue was found to be related to the multivision on the microscope and not the navigation system.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the pentero microscope integration was not recognizing on the navigation system. It was reported that the site did not require the integration for the subsequent procedure. There was no reported impact on patient outcome. Later troubleshooting found that the cables on the navigation system were connected properly and that the navigation system could not see the pentero integration. It was noted that the multivision on the pentero handpiece was enabled. No additional information was provided.